Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion in elevator channel plug, corrosion in suction cylinder, worn adhesive around objective lens and worn adhesive around light guide lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited corrosion in elevator channel plug, corrosion in suction cylinder, worn adhesive around objective lens and worn adhesive around light guide lens. There was no patient involvement.